Event description:
Additional information received reported that the distal end of the pipeline did not open. The pipeline was not placed in a vessel bend when it failed to open.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis as found condition: the pipeline vantage was returned stuck inside the phenom 27 catheter; inside of a sealed bio-hazard bag and a shipping box. Damage location details: the tip coil appeared to be kinked. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal end of the braid was not opened due to damaged braid. The proximal end of the braid was opened and no damage. Pushwire was found to be kinked at 3.3cm from the distal tip coil. No defects were found with the distal marker, re-sheathing marker, resheathing pad or with the proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body was found to be accordioned at 8.0cm to 17.6cm from the distal tip. No other anomalies were observed. Testing/analysis: the pipeline vantage could not be pushed forward or removed. The catheter was cut to remove the pipeline vantage. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.026¿ mandrel through catheter hub. The mandrel successfully passed through the catheter hub with no issues; however, resistance was observed at the damaged locations. Conclusion: based on the returned devices, the customer complaint was confirmed as the distal end of the braid was not opened due to damaged braid. The cause of failure to open could not be determined. Possible cause includes damaged braid and vessel tortuosity. In addition, the pipeline vantage was returned stuck inside the phenom catheter. The pipeline vantage and catheter were damaged. From the damages seen on the catheter (accordioning), braid (fraying), tip coil and pushwire (kinking); it appears there was high force used. It is possibly these damages occurred when the customer attempted to advance the pipeline vantage through the catheter against resistance. However, the cause of resistance could not be determined. Possible cause of resistance includes vessel tortuosity and lack of continuous flush with heparinized saline during procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a ped3 pipeline faield to open in the distal section. The physician began the deployment of the device distal of the aneurysm. The distal part of the ped did not open and remained closed, no matter the manipulations. Large part of the device (approximately 70%) was unsheathed but the device remained firmly closed. The device was resheathed inside the phenom microcatheter. The two devices, phenom and pipeline were retrieved as one outside the patient and collected for further evaluation. The physician decided to place a second ped device ped3-027-500-20. The second ped was used with a new microcatheter fg15150-0615-1s and was successful. The devices were prepared as indicated in the instructions for use (IFU). Patient was a 70 year old female with saccular aneurysm of the right internal carotid artery (ica) on the cavernous segment, approximately 10mm in diameter. Neck size approximately 7mm. The treatment of choice was pipeline vantage embolization device. The dimension of choice was 5mm x 16mm. No patient symptoms or complications were reported.  Ancillary devices used: penumbra neuron max long sheath and navien 5f 115cm. Microcather of choice was phenom 27, 150cm.